Event description:
Took two flowflex at home rapid tests that were positive. Next day took a pcr test that was negative. Two days later took another at home rapid test that was positive- and immediately after a rapid test at testing facility and pcr test that were both negative. My doctor told me he thinks the at home tests were false positives. FDA safety report ID# (B)(4).